Manufacturer narrative:
The probe was not returned to the manufacturer for analysis and was disposed of by the hospital, so no physical examination can occur. The probe lot history records were reviewed and all manufacturing criteria were met. Based upon the description of the event, it is likely that during the placement of the ablation probe and/or the removal of the introducer, a side load was placed upon the ceramic portion of the ablation probe near the tip causing it to fracture. No additional action is planned.

Event description:
The physician was using a certuspr 15 cm ablation probe to ablate an osteoid osteoma in the right femur of a (B)(6) old male. After inserting an introducer inside the bone, the physician placed the ablation probe through the introducer, felt some resistance but continued the insertion. Upon CT examination of the probe placement, it was identified that the probe tip dislodged. Physician consulted with orthopedic surgeon who advised to leave the tip inside the bone continue with a new probe. Case was completed with a different certuspr 15 cm ablation probe without further incident. The patient recovered as expected and was release from the hospital the next day as planned.